Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy full height drawer was not detected on the bus. The field service engineer (fse) identified that the retractor band (flat flex cable) was damaged and shorted to the metal band and observed no lights on the interface board and drawer controller. The field service engineer (fse) replaced the flex cable and powered up the unit; however, the issue persisted with no lights on the interface board. The field service engineer (fse) proceeded to replace the legacy full height drawer pyxis bus module control board, cleaned the contacts on the drawer controller board, secured all connections, and replaced the rubber bumpers on the slide rails. Hardware test administration was then performed and all tests passed, after which pharmacy staff verified that the unit was operational. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station metxmsupx8 all the cubies pocket in main drawers were failed and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.